Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A sensor output test was performed and the sensor was found to be within specification. The reported difficulty to monitor waveform cannot be confirmed by the evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane at the same location on opposite sides approximately 7.9cm from the rear seal measuring 0.064cm in length. The reported alarm and difficult inflation was most likely triggered by a leak which was found on the membrane. The penetrations found appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred, however leaks found at the same location on opposite sides of the membrane is an indication that the membrane was folded. This typically occurs during the insertion process. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy, an auto fill failure alarm was generated and abnormality waveform was seen. The customer confirmed that the balloon was not inflated sufficiently through x-ray. The iab was replaced to continue therapy. There was no patient injury or harm.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy, an auto fill failure alarm was generated and abnormality waveform was seen. The customer confirmed that the balloon was not inflated sufficiently through x-ray. The iab was replaced to continue therapy. There was no patient injury or harm.